Manufacturer narrative:
The reported complaint was confirmed. Per data log review: the system was powered up on (B)(6) 2022 and left powered up until (B)(6) 2022. On (B)(6) 2022 the central control monitor (ccm) reported an 'error process gui died' and would have displayed a 'system computer needs service' message. This was most likely what the user was reporting. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) cleaned the local area network/interface board (lan/if) cable assembly contacts and reconnected. The unit operated to the manufacturer's specifications. Per the fsr, the perfusionist had stated that the issue had happened in (B)(6) 2022.

Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) stopped working. There was no patient involvement.